Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to change the bed exit settings to enable a nurse call page to be sent when the bed exit alarm is engaged. The issue remained, and the hillrom technical support representative found the nurse call communication cable needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom® communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom® tester to make sure the sidecom® communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the nurse call communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed exit was not alarming at the nurses' station. The bed was located in 704 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).